Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced an event tubing breakage on (B)(6) 2025. The blood glucose level of the patient was high which was treated by pump. Th infusion set was used for one day. No further information available.